Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at 12atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported and patient is in good condition post procedure.